Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced syringe sizer due to misalignment in barrel clamp position. Syringe sensor sizer recall action completed. Replaced broken front cover, rear case, broken left/right iui(inter-unit-interface), cracked barrel clamp, lock label and front door. Based on the findings, service determined that the reported issue was due to syringe sizer mechanical failure. Device history record: a review of the device history record showed the device had a manufacture date of 17jun2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was "unknown / not provided, barrel clamp open position "fails"."

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device was "unknown / not provided, barrel clamp open position "fails"."